Manufacturer narrative:
Concomitant medical products: 4194-88 lead, implanted: (B)(6) 2007. Dtmb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to oversensing of noise seen on non-sustained ventricular tachycardia (vt) episodes. The lead remains in use. No further patient complications have been reported as a result of this event.